Event description:
Plaintiff alleges being diagnosed as suffering from type-1 latex allergy from her exposure to latex gloves. She alleges that as a direct and proximate result of the exposure she has suffered severe and irreversible latex allergy and must live her life in constant vigilance for the presence of latex products. She alleges suffering physical injuries including allergic rhinitis, shortness of breath, itchy and watery eyes, wheezing, facial swelling and urticaria. Plaintiff's husband alleges loss of consortium of his wife.